Event description:
(B)(6) issued safety alert al24-01 regarding fluid ingress and egress from inpatient and outpatient mattresses can lead to hospital-associated infections, patient tissue degradation, and/or patient death. We have not attributed any adverse events to our compromised mattresses but have been instructed to place FDA medwatch for all compromised mattresses. Hill-rom centrella max air assy top cvr nrw x-ray mattress cover, 10 compromised with fluid egress. Reference report #: mw5160897, mw5160898, mw5160899, mw5160900, mw5160901, mw5160902, mw5160904, mw5160905, mw5160906.